Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair on (B)(6) 2014 and mesh was implanted. It was reported that the patient returned to the hospital on (B)(6) 2014 complaining of abdominal pain, vomiting and diarrhea. On (B)(6) 2016, the patient had a diagnostic laparoscopy, which appeared to show significant adhesions throughout the middle of his abdomen associated with the mesh. The operative surgeon also noted loops of small bowel attached to the adhesions in the upper and mid abdomen and also the mesh. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.